Event description:
During a case the customer reported that the system had motion sensor mismatches and the camera arm moved laterally, which caused the laparoscope to lean against the abdominal wall. It was reported that the camera arm wouldn't move and the pt had to be lowered off the cannulas.